Event description:
New information became available that during a recent follow up visit, the patient had a heart rate of greater than 100 bpm and a threshold test could not be obtained as a result of the high intrinsic heart rate. The patient also stated that they continue to hear beeping emitting from the pacemaker.

Manufacturer narrative:
There were no changes made, the patient was sent home.

Manufacturer narrative:
The available information suggests that the device and ra lead remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient advocate contacted patient services in (B)(6) 2012, to discuss the patient's pulse and heart rate. Patient services suggested that the matter be discussed with the patient's physician. Patient services was informed that the patient no longer is seen by a physician. The patient advocate was encouraged to seek the services of a physician to discuss further. Subsequently, boston scientific received information that this patient advocate contacted patient services to report that this patient was recently seen by a physician. The patient had recently undergone knee surgery and the device no longer generates beeping tones. According to the patient advocate, an electrogram was presented the physician for review. The patient advocate mentioned that at one of the last clinic appointments, the rate smoothing feature of the device had been programmed off. The patient advocate requested that this feature be programmed back on. Patient services explained that the local representative can only make changes under the direction of the physician. The patient feels terrible and the situation is very stressful for the patient advocate. Patient services commented that the care of the patient needs to be provided by the patient's physician or the patient could be taken to an emergency room. The patient advocate expressed frustration with the situation and will ask to have the device explanted.

Event description:
A family member contacted technical services to report that the site was exhibiting pocket stimulation. Technical services was informed that the patient had fallen last year but the symptoms were present prior to this incident. The family member commented that the device follow-ups have been within normal limits. However, the pocket stimulation still persists and the device was still generating beep tones. Technical services explained again that this device does not generate beep tones. The patient is no longer being followed by a device-following physician and the family may consult with an attorney. The patient's lead is a competitor epicardial lead. Boston scientific received information that this local representative was called to the emergency room (ER) to perform a device check. The patient had complaints of beeping tones and muscle stimulation. The device was interrogated and the device identified far-field signals that lines up with the qrs and falls within the refractory period. The device's pacing timing is normal. Non-invasive diaphragmatic stimulation testing was undertaken and the patient complained of stimulation at 6.5 volts but not 5.0 volts or below. The pacing threshold was 0.9 volts at .1 ms and no stimulation occurred at 2.0 volts at .1 ms.

Event description:
New information was received that this patient has suffered from dizziness and periods of syncope. The boston scientific sales representative (sr) was noticing some potential sensing issues and possible cross talk with the atrial and ventricular leads, but was unclear about how to program around this as the patient might have a silent atrium. The device and leads remain implanted.

Event description:
Boston scientific received information that this patient advocate contacted patient services in (B)(6) 2012 to ask about magnet application and how positioning a magnet over the pocket site would impact the device. The patient advocate was again encouraged to seek further discussions with the device-following physician. The patient advocate expressed dissatisfaction with the quality of care that the patient is receiving as the device continues to generate beeping tones and no one believes her. The patient suggested that a lawyer may be consulted. The patient advocate has observed that a 'noise' is generated every night between 8:15-8:21 pm. The patient advocate mentioned that the device-following physician has dismissed the patient and the device is no longer being checked. The patient recounted the patient's recent admission to the ER and reported that something was wrong on the electrogram and the issue was resolved following magnet application. Shortly thereafter, the patient advocate contacted patient services again and wanted the name of the local representative to check the device. The patient advocate was informed that the local representative can only provide assistance under the direction of the patient's physician. The patient service's representative offered a call back from the department's manager. The patient advocate felt that no one would call her back and she was planning to take the patient to the ER.

Event description:
Boston scientific received additional information in (B)(4) 2012 from the local representative that this patient had been admitted to the ER on multiple occasions and the device had been evaluated each time. The patient was implanted with a single-chamber pacer programmed to an aai or aair bradycardia mode. At varying times the lower rate limit (lrl) of the device had been reprogrammed per physician order. The patient advocate has continued to report "buzzing" or beeping tones from the device. The local representative has never witnessed any sort of problem with the device. The device has been interrogated and atrial capture, followed by normal ventricular response has been the result each time. The patient advocate has a history of reporting a similar observation in the past involving the patient's first non-boston scientific device. At that time, due to continued complaints from the patient advocate, the physician decided to electively explant the non-boston scientific device; which was not a elective replacement indicator (eri). The local representative commented that the patient had been released from the device-following clinic and has not attempted to establish care with a practice within the local representative's territory. The device has been checked in the past at a local hospital upon request following admission into the ER.

Event description:
Boston scientific received information that this family member contacted patient services in (B)(6) 2012 to report that the device is generating atypical noise. Patient services was informed that the patient was enroute to the hospital. The family member commented that the patient had received a shock from the device the day before. The patient was being driven to the emergency room (ER) and continues to receive shocks from the device. Historically, the family member had been inform that the patient's pacemaker cannot deliver shock therapy. The family member requested that the local representative be contacted to have the device interrogated at the ER. Subsequently, boston scientific received information that the family member contacted patient services again to report that the patient had arrived in the ER. The family member commented that the patient's blood pressure was "not good" and asked questions about magnet use. Patient services suggested that the family member contact the patient's physician and was told that the patient was not being followed by a physician. Historically, boston scientific had received information that this patient's implanted system consists of a device and ra epicardial lead only as no rv lead was implanted. The patient's medical history is significant for down's syndrome and supraventricular tachycardia. The family member had contacted the device-following clinic on numerous occasions to discuss other health-related issues aside from matters concerning the implanted device. At the time of a (B)(6) 2011 office visit, the physician believed that the device and ra lead were operating normally and no intervention was undertaken at that time. It appears that the patient had been dismissed by the physician and was not being seen at the device-following clinic.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Subsequently, boston scientific received information that this patient was admitted to the emergency room in late (B)(6) 2011 for a non-device related issue. The patient advocate contacted patient support to again report that the device was generating tones and is causing changes in the patient's blood pressure. The patient advocate was again informed that the device does not generate tones and suggested that the device be checked at the clinic to ensure proper operation and functionality. Patient support was informed of possible legal consultation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a pacemaker warranty validation and lead registration from that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2017. The device was electively explanted due to normal battery depletion. To date, the device has not been returned to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this patient stated that they can hear a noise emitting from their pacemaker and it has changed the time of day since daylight savings time went into effect. The patient also told boston scientific patient services that her leads were popping in and out, and she cannot get in to see her physician. To date, there have been no additional adverse patient effects reported.

Event description:
New information became available that this patient went to the emergency room (ER) stating that she is getting shocks from her pacemaker up through her leads. She stated that she is also hearing a beeping noise, the same noise she heard from her former medtronic pacemaker. This patient spent 9 hours in the waiting room waiting to be seen by a cardiologist or boston scientific sales representative. The patient states that no one believes her. Technical services explained to this patient, that a pacemaker does not have the capability to shock or emit any audible tones, and explained that the noise must be coming from something else in her home.